Event description:
As reported by an edwards field specialist, during a transfemoral mitral valve replacement procedure, a 29mm sapien 3 valve was deployed in the native mitral position. During the procedure, bradycardia and hypotension occurred. The patient was treated with vasopressors. Post valve deployment. Ventricular fibrillation (vfib) occurred. Defibrillation and the placement of an iabp were performed. The procedure was completed. The patient remained intubated and was transferred to the ICU. Later that evening, while in the ICU, vfib arrest occurred, and the patient expired.

Manufacturer narrative:
Per the instructions for use (IFU), arrhythmias are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, aortic valve replacement and the overall tavr procedure. Peri-procedural ventricular arrhythmias can be associated with patient and procedural factors such as poor ventricular function, inadequate coronary perfusion, hypovolemia, annular rupture/aortic dissection, cardiac tamponade, wire and catheter manipulation and prolonged or repetitive runs of rapid pacing. {during the ta procedure, ventricular arrhythmias can also be associated with apical access and/or significant bleeding from the access site.} per the instructions for use (IFU), arrhythmias are known potential adverse events associated with aortic valve replacement. Post procedure and late ventricular arrhythmias can be associated with patient factors such as poor ventricular function, inadequate coronary perfusion, cardiac tamponade, hypovolemia or electrolyte deficiencies (e.g. Hypokalemia, hypocalcemia, hypomagnesemia). {ventricular arrhythmias can also be associated with significant post procedural bleeding from the ta access site.} these patients can be non-operative or high risk, have complex medical histories and multiple co-morbidities. They are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative arrhythmias and hypotension are not uncommon and are treated with standard therapies, including additional vasoactive drugs or electrical conversion. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. If these standard maneuvers are not adequate, initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery may be required. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest in addition to the procedure itself, patient factors may have contributed to the post procedure ventricular fibrillation and patient death. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Remains implanted.

Event description:
Medical records review revealed the patient presented with severe native mitral stenosis, mod-severe mitral regurgitation, and heavy mitral annular calcification (mac). Under general anesthesia, a 29mm sapien 3 valve was implanted in the mitral position via the right transfemoral transeptal approach. The implant was a success. Post valve deployment, ventricular tachycardia and hypotension requiring CPR occurred. Left ventricle outflow track (lvot) obstruction due to a long anterior mitral leaflet possibly causing lvot narrowing was also observed. An etoh septal ablation was required. The patient was admitted to critical care unit (ccu) post procedure. The patient coded in the ccu and expired. No edwards device malfunctions were listed.

Manufacturer narrative:
Medical records review revealed the patient presented with severe native mitral stenosis, mod-severe mitral regurgitation, and heavy mitral annular calcification (mac). Under general anesthesia, a 29mm sapien 3 valve was implanted in the mitral position via the right transfemoral transeptal approach. The implant was a success. Post valve deployment, ventricular tachycardia and hypotension requiring CPR occurred. Left ventricle outflow track (lvot) obstruction due to a long anterior mitral leaflet possibly causing lvot narrowing was also observed. An etoh septal ablation was required. The patient was admitted to critical care unit (ccu) post procedure. The patient coded in the ccu and expired. No edwards device malfunctions were listed. Lvot obstruction in patients who undergo transcatheter mitral valve replacement is a well recognized postoperative complication. In most cases of postoperative lvot obstruction, the obstruction results from the protrusion of the valve into the lvot or from abnormal subvalvular positioning of the prosthesis. Additionally, lvot obstruction may occur postoperatively if there is a narrowed mitral aortic angle, or due to a thickened interventricular septum. Other possible causes include a hyper contractile left ventricle or atrial fibrillation. Obstruction of the left ventricular outflow tract can also be caused by patient factors (anterior mitral leaflet protruding into the lvot) or procedural factors (positioning of the valve frame within the annulus). Depending on the degree of obstruction, cardiac output and hemodynamic stability may be affected. Inaccurate deployment is generally a result of use error or a combination or patient and procedural factors. In some cases, lvot obstruction could result in clinically significant hemodynamic compromise that may require explanation of the thv with surgical correction. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case, there was no allegation or indication a product malfunction contributed to the adverse events. Investigation results suggest in addition to the procedure, patient factors may have caused or contributed to the reported events. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.